Manufacturer narrative:
(B)(4). Film evaluation summary: the exact cause of the possible proximal type I endoleak leading to aneurysm enlargement cannot be conclusively determined from the films provided. Films at implant and earlier post-implant films were not returned for review. However, the infrarenal aortic neck appeared to have dilatated post implant, possibly due to disease progression. In addition, the pre-implant cta's showed that the infrarenal aortic neck was highly angulated and contained mild thrombus. It is possible that implanting the bifurcate stent graft in a highly angulated and off-label aortic neck that contained thrombus, combined with aortic neck dilatation from disease progression, may have contributed to the events. The exact cause of the residual proximal type I endoleak after implant of the 25mm diameter endurant aortic cuff cannot be conclusively determined from the films provided. The films during the secondary intervention, where the endurant aortic cuff was implanted, was not returned for review. However, the cta's that was done approximately 2-months prior to the secondary intervention showed that the proximal aortic neck diameter measured approximately 28 mm. It is possible that insufficient oversizing, implanting a 25 mm diameter endurant aortic cuff in a 28 mm diameter aortic neck, may have contributed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a recent CT revealed a proximal type I endoleak and a recent angiogram confirmed the proximal type I endoleak. A 25x25 endurant aortic cuff was implanted in the proximal portion of the endurant bifurcated stent graft however the proximal type I endoleak was not resolved. The physician elected to implant another manufacturer¿s 40x10 bare metal stent mounted on a balloon at the level of the endurant bifurcated stent graft, because the other manufacturer¿s stent could not be advanced to the intended landing zone. The physician inserted another manufacturer¿s 16x35cm sheath enabling advancement and deployment of a second device (another manufacturer¿s stent on another manufacturer¿s balloon) at the level of the endurant aortic cuff. An angiogram was performed and the proximal type I endoleak was resolved. The physician stated that the causes of the proximal type I endoleak could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.